Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (low energy pulse) was confirmed. Upon evaluation, the monitor underwent a reset during incoming functionality testing. The cause of the problem was isolated to the defibrillation pca. Root cause of the defective defibrillation pca is unknown at this time. An internal corrective action has been initiated to investigate root cause. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor delivered a low energy pulse.